Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Ew information: implants remains in patient´s mouth and a new prosthesis has been place.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative. After additional information was received on nov 18, 2021, it was determined that this event falls under the FDA malfunction variance e1998009. As a result, the prior submission for MFR- 0002023141-2021-03040 submitted on oct 29, 2021 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. First/given name: unknown / not provided. Email address unknown / not provided. Telephone number: PMA/510(k) number not available.

Event description:
It was reported that the abutment screw fractured. The implant were removed due to the screw fracture removed.